Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. However, the device was received in a condition making the evaluation unable to be performed. A reserve sample was evaluated against the reported condition. The sample was visually checked and simulated-use tested. The device operated within the desired product specifications. The reported condition was unable to be verified. No additional information is available.

Event description:
It was reported that a light sensitive drug set experienced a leak. The event occurred while patient was connected. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.